Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump. Customer's blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental.